Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was said that there was a break in the tubing connection to the pump and the reservoir was empty. The pump and cylinders were removed and replaced and the reservoir was left in patient and a new reservoir was placed on contralateral side. There were no patient complications.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp). It was said that there was a break in the tubing connection to the pump and the reservoir was empty. The pump and cylinders were removed and replaced and the reservoir was left in patient and a new reservoir was placed on contralateral side. There were no patient complications.